Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the caller was trying to use the communicator and handset to check the patient's therapy and was getting no device found. The caller was not with the patient. The caller will call back. The caller noted that this began about a month ago. The healthcare provider (hcp) claimed to have notified the manufacturer representative (rep) and that they claimed that the rep was trying to call them, but the caller stated that they have not been contacted. Caller called back reporting they were encountering the internal device data lost message. Patient services inquired if patient had any recent medical tests or procedures and the caller confirmed the patient had a recent hospital stay which may have been the cause of the issue. They were redirected to managing physician. Caller requested patient services notify field staff of the issue and request to contact the patient directly, so an email was sent to the rep. Additional information was received from the manufacturer representative (rep). Rep called to report seeing 'por' message on patient's handset. Caller cleared por before calling, but had to reconfigure handset by putting in patient (pt) information. All programs were saved. Caller stated when they paired ins and handset, they had to choose between the correct sn and a sn that was all 0's. Since it had been a while since last seeing an 'sr' message, caller just wanted to confirm it was cleared correctly. Agent reviewed this information with caller. As far as having to reconfigure implant, caller did mention that whoever initially programmed the handset may have opted not to include pt information. Caller reported pt had a surgery in early february and since that time, their symptoms had returned. They patient also had a fall shortly after that (but the rep attributed the cause of the por to the surgical procedure). When asked if the por was due to low battery, they said "no/unknown". Despite that, caller reported the battery status as "green," had a normal impedance check, and reported pt could comfortably feel stimulation in the appropriate anatomical location. Caller stated they had the pt plan to follow-up again in 3 months. The issue was resolved. Additional information was received from the manufacturer representative (rep). Throughout conversation, agent determined por came after surgery/fall as caller had noted patient (pt) did not have "as good of results as before" and the therapy was "basically off."

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.